Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 115" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the suspect pace/defib engine board was returned and the customer's report was not replicated or confirmed. The pace/defib engine board was scrapped. The customer received a replacement pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.